Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a kinked cannula with a non-tandem infusion set, and a leaking site with a non-tandem infusion set. Customer¿s blood glucose (bg) level was elevated, however, a bg value was not provided. Customer delivered a bolus to address bg level. Customer changed the infusion sets to resolve the reported issue. The infusion set brand was not provided. Multiple attempts were made to follow up with the customer; however, a response was no received.